Event description:
It was reported that three inflatable penile prosthesis (ipp) were delivered to the facility(es) with some twisted tubing/defective devices (tubing was somehow back). When physicians received the prosthesis and upon checking the device was defective, they open up a new device. There were no patient involvement on all three cases. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.